Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and was not able to replicate the reported issue. The system functioned normally during inspection. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to acquire a 3d spin. It was reported that the user attempted to take a spin 3 times, but received an error and was unsuccessful. The use of the imaging system and medtronic navigation were discontinued because of this issue and the procedure was completed successfully with 2d images. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.